Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. The devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing some heating while charging. The patient reported that the ipg site hurt and charging made it worse. It was noted there was swelling at the bottom of the implant site. It was believed that the patient had met with the physician for an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing some heating while charging. The patient reported that the ipg site hurt and charging made it worse. It was noted there was swelling at the bottom of the implant site. It was believed that the patient had met with the physician for an explant procedure.